Manufacturer narrative:
The investigation into the pump stop issue has been completed. The impella rp was returned for investigation. The data logs from the case were not returned. A visual inspection of the returned pump revealed the presence of significant biomaterial wrapped around the impeller. No other damage or abnormalities were found. In conclusion, per the results of the clinical review and visual inspection of the returned device was determined that the cause of the pump stop was ingested biomaterial. Impella rp instructions for use for the related event are as follows: impella; rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: troubleshooting the purge system as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smart assist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smart assist system catheter whenever a rise in motor current is seen.¿. Section: warnings & cautions: warnings. As noted in the impella IFU ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. It was reported that it took multiple attempts with the buddy wire to successfully place the impella rp. Reportedly on the 3rd attempt the pump was successfully placed however the pump stopped approximately 5 to 10 minutes after placement, resulting in removal of the pump. The pump was noted to have a thrombus in the inflow upon removal. This impella rp was removed and successfully replaced with another impella rp. There was no patient harm reported.